Event description:
Healthcare professional reported a xen®45 gts event described as "jammed" prior to patient contact. Surgery completed with backup device.

Manufacturer narrative:
Device analysis: visual analysis of the device noted device was returned without the presence of a needle. As such, functional evaluation was not possible and the reported complaint condition was unable to be verified.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "jammed" prior to patient contact. Surgery completed with backup device.